Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused death. The patient's family member did not report the patient to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging a device's sound abatement foam became degraded and caused death. The patient's family member did not report the patient to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of two unknown tiny pieces of black contamination (dust like) which is inconsistent with degraded sound abatement foam present at the air input of the blower box. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of multiple unknown black hairs inside of humidifier box, most of the humidifier box was visually free of contamination. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of tiny pieces of black contamination (dust like) which is inconsistent with degraded sound abatement foam present at the air input of the blower box. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, d10, g3 and h6 has been updated in this report.